Event description:
Refrence number (B)(4). Event occured in saudi arabia. It was reported that the patient experienced an event of hypoglycemia on (B)(6) 2026, which was managed with carbohydrate intake. No further information is available.